Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose, with blood glucose of 500 mg/dl at the time of the incident. The customer used manual injections to treat. The customer experienced symptoms such as presence of ketones. The customer was wearing the insulin pump during the incident. The customer got a hardware low level failures alarm during a self test, but the second self test passed. Troubleshooting was completed and the pump passed. The customer saw their health care professional who recommended pump replacement. The insulin pump will be returned for analysis.